Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a safety needle. The customer reports that the safety shield requires a significant amount of force to activate and secure in the proper positon. During activation of the safety shield, a security guard who was assisting the nurse with the patient was inadvertently stuck with a dirty needle.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.